Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization due to a high and uncontrollable blood glucose. The customer's blood glucose was 500 mg/dl at the time of hospitalization. The customer also stated that prior to being hospitalized, she was experiencing nausea and vomiting. The insulin pump was giving an alarm as well. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer also stated that the insulin pump was stored with a dead battery for an extended period of time. Nothing further reported.